Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the 68% calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick was advanced for dilation. However, during the procedure, the delivery shaft of the balloon was fractured. The device did not enter the patient's body completely, so it was completely removed. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Age at time of event - 18 years or older.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube at 47cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the 68% calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick was advanced for dilation. However, during the procedure, the delivery shaft of the balloon was fractured. The device did not enter the patient's body completely, so it was completely removed. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.